Manufacturer narrative:
(B)(4).

Event description:
It was reported that post procedure, loss of capture was observed on the lead. The patient was asymptomatic. Microdislodgement was suspected. Patient was readmitted to operating room and lead was repositioned and showed normal threshold. Patient is in stable condition.